Event description:
The customer reported that the system displayed an error message "iris pot failure".

Manufacturer narrative:
The ge service rep replaced the hv cable assembly and performed a collimator iris calibration. The system is operating as intended.